Event description:
False test for release. Manufacturer¿s equipment failed to identify positive tests for product release during validation testing. Reviewed FDA registry and found the company is not registered with FDA. FDA safety report ID # (B)(4).